Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that device stopped working, geometry unavailable, it does not reset, it does not perform the procedure to reset the geometry of the sensors, it does not turn off correctly. Review of the system log files showed that the system interface board (sib) malfunctioning. To resolve the issue the fse performed troubleshooting and found out that the system had network connection issue or mains power issue or malfunctioning sib. The fse replaced the sib box unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the device is down, the geometry is not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.